Event description:
Procedure type: lap gastric banding. Patient gender: unknown. According to the reporter: seal on the 5mm reducer fell off into the cavity. The piece was retrieved with graspers. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. This occurred at the end of the case. No patient injury was reported. No patient information available.

Manufacturer narrative:
(B)(4).